Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3998, lot # v111320, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The patient reported they turned stimulation off, after which they had a fall on (B)(6). Since then the patient hadn¿t felt stimulation and experienced a loss of therapy even after turning the implantable neurostimulator (ins) back on and increasing amplitude. The patient programmer (pp) was used which indicated stimulation was on. The patient had the ability to change stimulation but it didn¿t resolve the situation. The patient didn¿t have adaptivestim and didn¿t have another group to try. Relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.